Event description:
It was reported that the entire pta balloon detected from the catheter shaft during use and migrated to the lung. Attempts were made to remove the detached balloon using a snare device and then with surgical intervention; however, the attempts were unsuccessful. The detached balloon remains in the lung. The patient was reported to be doing well post-operatively.

Manufacturer narrative:
A complete manufacturing review could not be conducted as the lot number is unknown. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.